Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as the patient made a mistake, which resulted in peritonitis. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. On (B)(6) 2011, remedial treatment was started with injection vancomycin (1 gm, ip, daily), injection amikacin (100 mg ,ip, daily, ongoing), injection ultipine (1 gm, ip, daily, ongoing). On (B)(6) 2011, the patient began treatment with injection vancomycin (1 gram, ip, every 7th day, which was ongoing). The outcome of the events was unknown. Dianeal therapy was ongoing. The nurse reported that the peritonitis was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.